Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00992. It was reported the patient was involved in a motor vehicle accident. In turn, the patient's scs system stopped functioning. Subsequently, the patient underwent surgical intervention where his entire scs system was removed. No further information is known at this time. Please note: the event date and explant dates are also unknown.